Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; at follow- up call, customer reported that on (B)(6) 2018, after the initial call, he had gone to his primary doctor because he had been receiving the e-5 error message and was unable to obtain a reading. The customer's blood glucose test result when at the doctor's office was 610 mg/dl fasting. The diagnosis was hyperglycemia. Customer had his insulin adjusted on a sliding scale while at the office to lower his blood sugar; his dosage of lantus was increased. Customer had returned home the same day. Additional blood test performed using the truemetrix meter produced test result of 157 mg/dl fasting. The customer did not report any symptoms at time of follow-up call.

Event description:
Consumer reported complaint for e-5 error code. Pharmacist is calling on behalf of the customer. The e-5 error occurred as soon as the blood sample was absorbed. Customer had performed six blood tests in a row and was not able to obtain a result. Customer was using proper testing technique. The test strip lot manufacturer's expiration date is 05/24/2019 and open vial date was undisclosed. The customer declined to perform a blood test during the call on (B)(6) 2018. The customer feels well and did not report any symptoms. Pharmacist will take customer to his doctor in order to get a reading and verify what course of action needs to be taken.